Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported after the battery change she must select the time and date again for some time now. Patient stated insulin delivery is incorrect due to the time setting. Patient reported that on (B)(6) 2013 at 11:14 am she noticed the infusion device's time was 4:53 am and the date was 01/05/2009. Patient stated she experienced elevated blood glucose level of more than 400 mg/dl. Patient's normal blood glucose range was not provided. Patient reported experiencing no health concerns. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result according to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting after restart and the error e8 occurred. The history analysis showed, that the user did not set the date and time correctly, when the insulin pump restarted and the error e8 was shown. Therefore the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. The delivery accuracy of the insulin pump was tested and meets the specifications